Manufacturer narrative:
Concomitant medical products: 3058 interstim urinary ipg implanted: (B)(6) 2013; 3889 interstim urinary lead implanted: (B)(6) 2013; 5076 lead implanted: (B)(6) 2011; 638rl32 heart ring implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) for detecting an atrial arrhythmia with rapid ventricular response (rvr) as a ventricular fibrillation (vf) episode. The device remains in use. No further patient complications have been reported as a result of this event.